Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4) , implanted: (B)(6) 2016, product type: lead. Product: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the reprogramming had resolved the patient¿s issues. No further complications were reported.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016. Product type lead, product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer representative (rep) reporting that the patient had the oor (out of regulations) message. The patient called the rep and reported that they were able to turn off or turn down their stimulation. They stated that nothing happened that they could remember that would have put them into oor. The rep interrogated the patient¿s device to find their left lead was out. The rep reprogramed around it and was able to get relief with their right lead. The rep indicated that they would follow-up with the patient to see how they were doing. It was unknown if the issue was resolved at the time of the report, but the rep indicated that they would follow-up for more information. No surgical intervention occurred, but it was asked but was unknown if any surgical intervention was planned. The event occurred on (b(6) 2020. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the stimulator was not working as well as it has been starting in (B)(6) 2019, and he could not turn it up as high as he wants. An impedance check shows impedances greater than 40,000 ohms and to avoid electrode 5. The patient was reprogrammed around electrode 5. It was unknown if this resolved the issue. No surgical intervention was planned or performed to resolve the issue. There were no further complications reported.